Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 23-september-2015, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse rebuilt the 6-way valve and the injection valve but the error persisted. The fse trimmed the tubing on top of the large syringe. This resolved the issue. The fse replaced the sample needle, primed the instrument, ran both tosoh and bio-rad quality control, and ran patient samples. All results were within acceptable range. All errors cleared and the g7 instrument is operational. No further action is required by field service. The most probable cause for error 706 l syringe-l was the tubing on top of large syringe was clogged.

Event description:
On (B)(6) 2015, a customer reported error 706 l syringe-l on the g7 instrument. The customer stated that the sample needle was bent. The customer is unable to run patient samples on hba1c diabetes assay. On (B)(6) 2015, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.